Event description:
E-mail received informed that: "blue insulation around the isocool tips fractured and came away during surgery. Removed the isocool from the surgical site and a new pair were opened". On (B)(4) 2012, the sales specialist informed that there were not any adverse consequences to the patient and there was minimal delay to surgery only whilst a new pair of isocool forceps were opened. No adverse event or delay in surgery reported as a result of this incident. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the investigator received 3 tips in one plastic bag with complaint number (B)(4) written on the bag. It was not identified which tips belonged to which complaint. Visual evaluation of the returned tips revealed that the blue coating at the tips was chipped and discolored. The chipped coating along with the black discoloration is consistent with damage introduced by charring. Previous evaluation of this type of tip damage (same product code) was conducted by the engineering department and it was noted that the damage on these tips is consistent with overheating. It appears that the coating was compromised when the tips were introduced to excessive voltage (over heated) and resulted in coating deficiencies/flaking. This finding highly suggests misuse and/or off label use resulting in the flaking of the insulation. The investigation did not suggest that manufacturing defects could have caused the coating to flake. The reported "insulation flaked" was confirmed and is associated with over heating/misuse of the tips. Trends will be monitored for this and similar events. Based on the investigation this complaint is considered closed.